Event description:
It was reported that occurred with a pen ndl 32g 4mm pro 100 box ap. The following information was provided by the initial reporter, " I really dislike bd. They already always felt low quality and blunt to me, and the cap is also much more awkward, and a slight misalignment causes the tip to come straight through and stick you. But it¿s increasingly hard to find novofine and¿(end of post)" (in response to "every single one seems to catch like it has a barbed end - I get a horrible "pop" as I push it in." It was reported in a response to a social media post that a person living with type 1 diabetes has experienced blunt needles. 100 occurrences were reported.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a pen ndl 32g 4mm pro 100 box ap. The following information was provided by the initial reporter, "I really dislike bd. They already always felt low quality and blunt to me, and the cap is also much more awkward, and a slight misalignment causes the tip to come straight through and stick you. But it¿s increasingly hard to find novofine and¿(end of post)" (in response to "every single one seems to catch like it has a barbed end - I get a horrible "pop" as I push it in." It was reported in a response to a social media post that a person living with type 1 diabetes has experienced blunt needles. 100 occurrences were reported.